Event description:
The device received has been classified as an un-reconciled blind unit. No further information.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with skiving of the heat shrink (shaft cover) material and with all present. Upon visual inspection under magnification, it was noticed that the upper jaw was slightly damaged at the retention pin interphase. Resulting in the jaw been loose and difficulty in opening and closing of the jaws. However the damage was not significant enough to prevent the device from cycling. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.